Event description:
A call was received from the patient on (B)(6) 2011 where he indicated he had a screw implanted (B)(6) ago. Patient indicated there was a surgery conducted to remove a broken screw. No additional information is available at this time.